Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500mcg/ml, 88mcg/day, for intractable spasticity. During a routine pump replacement due to end-of-life, it was discovered that the existing catheter was broken near the pump site. Clear fluid had collected at the pump site. There were no other symptoms reported by the caregiver. The catheter pump segment was replaced on (B)(6) 2015 (spine segment was left in place) and a dye study was then performed to confirm remaining catheter integrity. At the time of this report the issue was considered resolved; the patient status was alive-no injury. The patient's medical history includes cerebral palsy.